Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 1 and occlusion alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus deliveries. There was no impact to the customer's blood glucose level. In addition, it was reported that an occlusion alarm occurred. The customer is using u500 insulin. Tandem technical support educated the customer on insulin labeling. Customer changed the cartridge to resolve the issue. Lastly, customer alleged that the wake button was delayed in responding to presses. More force was applied to resolve the issue. Customer reverted to manual injections for insulin therapy.